Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that while in use on a patient, a 840 ventilator shut down. The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information pertaining to patient outcome has not been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.